Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 104 mg/dl. Upon troubleshooting, insulin did not exit the tubing with a plunger push. After a new infusion set was assembled, insulin did exit the tubing with a plunger push. The customer advised that the issue was resolved with an infusion set change. She was advised to return the infusion set for analysis. Nothing further reported.